Manufacturer narrative:
Due to corrosion on the pcb, the data was unable to be extracted from the device after multiple download attempts. Therefore, a generated hazard alarm was unable to be confirmed. Corrosion traces were also observed on all three batteries, but it can not be determined if this is the cause of the reported alarm. A tear in the exposed portion of the soft cannula was observed. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. However, since this is an external leak it can not be conclusively determined when or how the tear occurred, or if it is linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. No information was provided on how the hyperglycemia was treated.